Event description:
It was reported that the user experienced a low glucose event when the pump displayed 46 mg/dl and the user reported shaking and sweating; the user ingested oral glucose in the form of sugar pills and apple juice, and a contemporaneous fingerstick measured 86 mg/dl. Symptoms included tremor and diaphoresis consistent with hypoglycemia. Outcomes included successful self-treatment with oral carbohydrate and no hospitalization. Investigation included troubleshooting and user education conducted during the call. Investigation of this case revealed no confirmed device malfunction, and the cause of the event remained unclear given the discrepancy between the pump-reported value and the fingerstick result. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.